Manufacturer narrative:
MFR inspected the wheelchair and found that the backrest bracket had broken. MFR repaired the wheelchair but also agreed to replace the wheelchair because user has lost confidence in it.

Event description:
User reported that the backrest bracket failed on his power wheelchair. MFR inspected the wheelchair and confirmed the failure. MFR repaired the wheelchair but agreed to replace it because user lost confidence in it. User reported a cervical sprain and minor head injuries when the backrest fell backward. MFR has not been able to confirm reported injuries.